Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient lost power and then had a pump stop. Log files captured controller clock corrupt events. A pump stop was also captured on (B)(6) 2024 at 21:42:22. The clock was then reset on (B)(6) 2025 at 09:04:46.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a total loss of power leading to a pump stop was confirmed via the submitted log files. Data from the reported event date of 31dec2024 in the submitted controller event log file was reviewed. On (B)(6) 2024 at 19:45:09 while connected to batteries, the no external power alarm activated due to batteries depleting to 0v. The backup battery was able to provide power for 2 hours until 21:42:22 when there was a pump stop and complete loss of power. When the controller was reconnected to batteries, the controller clock corrupt alarm activated due to the total loss of power. The clock was reset on (B)(6) 2025. The controller was able to operate the pump at the set speed while a power source was connected. There were no other alarms active in the log file. System controller, serial (B)(6), was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. The IFU states in the ¿powering the system¿ section to not use batteries to power the system when sleeping. The patient must always be connected to the power module or mobile power unit for sleeping or when there¿s a chance for sleep. The root cause for the reported event was due to full battery depletion while connected to batteries. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. B) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. Heartmate 3 instructions for use (rev. B) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 ¿ ¿powering the system¿ addresses the user to regularly exchange their 14v batteries when the state of charge leds indicate low power and not to sleep while connected to 14v battery power. No further information was provided. The manufacturer is closing the file on this event.